Event description:
It was reported through the results of a clinical trial that post conduit implant inserted surgically, the patient experienced the events of hematoma outside the arteriovenous graft (avg), thrombosis of vascular access with moderate intensity and stenosis of vascular access with moderate intensity, which resulted in hospitalization. The subject underwent thrombectomy and angioplasty and the event of thrombosis of vascular access was considered resolved and the event of stenosis remained unresolved. The events were definitely related to the study conduit and not related to the study procedure. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy.